Manufacturer narrative:
Isi received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable. The broken cable segment that contains the cable crimp was still in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.060¿ - 0.241¿ in length and were not aligned with the tube axis. The root cause of scratch marks is typically attributed to user mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Review of the provided image is consistent with the reported broken wire. A review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 2 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. While there was no harm or injury to the patient, the reported failure modes could likely cause or contribute to an adverse event if they were to recur.

Event description:
It was reported that during central processing, the small grasping retractor had a torn wire. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgery was completed optimally without incident. They could not provide any patient information. There was no patient incident with the instrument as the damage occurred during reprocessing.